Manufacturer narrative:
The customer reported that the ics display froze. The users rebooted the device to resolve the issue. The ics was replaced for customer satisfaction, and no similar issues have been reported from the account. The cited device was received in (B)(4) for evaluation and the display freeze was reproduced. The device software was upgraded and the issue did not recur. The cause was identified as corrupt software. The cause of the corrupt software could not be determined. A query of similar complaints revealed this as an isolated case.

Event description:
It was reported the display froze while in use - the sweep of the waveform stopped. There was no patient injury reported.

Manufacturer narrative:
The investigation has begun. A follow up report will be sent upon completion.

Event description:
It was reported the display froze while in use - the sweep of the waveform stopped. There was no patient injury reported.